Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 3003306248-2012-00001. Patient information was not provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
On may 8, 2012, the manufacturer received the following report from its distributor in (B)(4): a patient was placed successfully on extracorporeal blood pump support and transported to ICU. After several hours on support the device alarmed for "motor disconnect". The clinical team disconnected the motor and connected to a second, back-up console. The second console showed the same alarm, "motor disconnect." Troubleshooting was performed for ½ hour; however the clinical team did not exchange the motor. The patient expired of poor heart function. The clinical specialist was informed of the patient death. The clinical specialist visited the center the next morning and confirmed the motor failure. However, when the back-up motor was connected to the console, as indicated in the instructions for use, the system ran as intended.

Manufacturer narrative:
The manufacturer is closing the file on this event.